Event description:
Reportedly, taking off too much fluid and blood pump has stopped.

Manufacturer narrative:
Evaluation summary: self test carried out - passed. Scales checked in expert mode all within limits. Aquarius put into service mode. Pressure sensors checked - ok. Blood pump calibrated - ok. All other pumps over delivered by 5%. All pumps calibrated. Pre-filter sensor checked - only able to get offset of 2. Sensor replaced. Scales calibrated. Self test carried out - passed. Pressure sensor checked - ok. Blood pump calibrated - ok blood pump. System (use this for calibration errors). Calibration error pre-filter pressure sensor. Pressure sensor (measuring dome/transducer). Inoperative/faulty/bad part.